Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual inspection of the returned photo confirms the breakage. Root cause product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon using the attune femoral inserter to insert the definitive femoral component. On hammering the femoral component in the twisting dial on the introducer snapped off.